Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was found to have reached elective replacement indicator (eri).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076-52 implantable lead implanted: 2010-(B)(6), product ID 694765 implantable lead implanted: 2010-(B)(6), product ID 419478 implantable lead implanted: 2010-(B)(6), (B)(4).

Event description:
It was reported that the device prematurely reached elective replacement indicator (eri) in under 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.